Manufacturer narrative:
Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Event description:
Boston scientific received information from a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this implantable lead. A header connection issue was indicated. It was reported there were sensing integrity counts observed on this patient's remote monitoring system with another company's device. Reportedly, the patient refused to have device checked, and monitoring continued. Available information indicates this lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative. According to the health care professional (hcp) there have been no short intervals noted on the last few implantable cardioverter defibrillator (ICD) evaluations. The last documented short interval counts occurred in early 2012. There were no out of range impedances on past interrogations. Also, no noise has been noted on any recent electrograms (egms). A note in the patient's health records indicated the patient had a wireless modem near his chair that they thought may be a source of noise, and the only programming changes that were identified by the hcp were that the detection intervals were extended. The hcp recently saw the patient and everything was found to be normal. No adverse patient effects were reported.